Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a long cemented non-modular stem with uhr head. Head eroded into the superior column. Restoration augment with tritanium rev cup 44 liner and uhr head were used.

Manufacturer narrative:
An event regarding wear involving a uhr head was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is bone loss following bipolar arthroplasty. The photograph of the explanted uhr shows the presence of multiple metallic fragments presumably from broken cerclage wires. It is likely fragments of this broken wire also contributed to the bony erosion by becoming interspersed between the implant and the host bone and causing bone loss through third body wear. There is no evidence for defect in the implants or their manufacture." Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation concluded that patient was revised due to wear. The provided medical records were reviewed by a consulting clinician who indicated, "the primary harm involved is bone loss following bipolar arthroplasty. The photograph of the explanted uhr shows the presence of multiple metallic fragments presumably from broken cerclage wires. It is likely fragments of this broken wire also contributed to the bony erosion by becoming interspersed between the implant and the host bone and causing bone loss through third body wear. There is no evidence for defect in the implants or their manufacture." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had a long cemented non-modular stem with uhr head. Head eroded into the superior column. Restoration augment with tritanium rev cup 44 liner and uhr head were used.